Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a notification received for activation of a right ventricular lead integrity alert. It was also reported the lead displayed a high rate of non-sustained events and the sensing integrity counter was noted. A request for additional information was made and it was learned the patient is deceased. The cause and circumstances surrounding the death are not known.